Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One 4.5mm emergence, 6mm cuff was returned for investigation. Visual evaluation of the as returned abutment identified that it was fractured across the threads. Functional testing could not be performed since the abutment was fractured. Device history record (DHR) review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review by item (cbanp6) was performed over a one-year period and no complaints about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided date of the event unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment fractured at the screw portion and was removed. Doctor completed the procedure placing another abutment.